Manufacturer narrative:
Product was discarded by the facility.

Event description:
The customer called for instructions for use on the roll guard, and he mentioned that his wife fell out of the bed. The roll guard on one side of the bed was hanging over the edge of the bed. It was not on top of the bed as the instructions indicate. He stated that she tends to roll around a lot in bed, and he believes the facility did not apply the roll guard onto the bed properly. His wife has bruising on her face from the fall. He stated that they did x-ray her, and she had no broken bones. The facility reported that this pt was on an inflatable pressure air mattress which had depleted during the evening. This allowed the roll guard to be loose enough to move when the pt rolled onto it. It was reported that the pt had a cushion floor mat on the floor. When she fell out of the bed her torso and most of her face fell onto the mat. Her nose and upper head hit the bare floor. She had a bruising, so they sent her for an x-ray and found no broken bones. They reported that they were trying to adjust the roll guard on the bed afterward, and they tore it so they discarded it. The facility reported that there was no product issue with the roll guard.